Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic had fibre bonding in the outer tube area (distal end) was damaged, image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause could be component failure for fiber bonding in the outer tube area (distal end) was damaged. It was likely that the image was not displayed due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.